Manufacturer narrative:
Pump had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. Pump received with cracked display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had water under the display due to rain exposure. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.